Manufacturer narrative:
Device size, lot # and sr. # for the device or the explanted device were not provided to intrinsic and the device was not returned for evaluation. There was no suggestion from the surgeon that there was an issue with the initial placement of the device. Based on the x-rays, the migration of the mesh component into the epidural space was confirmed. Device migration is a known inherent risk identified in the device IFU with occurrence rates lower than those stated in our device IFU which are determined and based upon the (B)(6) study. Note: this MDR is being filed since intrinsic has identified (B)(4) complaints that originated outside the us (ous) between feb 2019 and may 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
Mesh flip into the spinal canal causing leg pain. The entire device was explanted.